Event description:
It was reported that a procuity lex bed that was supposedly not updated failed for the alarm to go off and there was a fall resulting in the bed alarm not going off. Further information has not been provided.

Event description:
No new information.

Manufacturer narrative:
The customer did not record the serial number of the device involved in the event; therefore, the device could not be evaluated. The customer also reported that no injuries occurred as a result of any falls during the timeframe of the event.